Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the mvs cable interface assembly. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Investigation of the returned parts confirmed that the assembly had a broken wire, thus causing the reported malfunction. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A surgeon reported that while setting up for a spinal fusion procedure, the medtronic imaging system would not establish a solid green line of communication between mvs and ias. Navigation and imaging acquisition with medtronic imaging system were cancelled. The surgeon decided to proceed with a c-arm, so the event did not have any impact on patient outcome. The surgery was delayed by less than 30 minutes.